Event description:
The customer noticed a visual discrepancy in fused images with original mr and CT studies.

Manufacturer narrative:
Findings: elekta can reproduce the same effect in simulation activities. While comparing CT, mr and a fused mr - CT, it can be observed that the CT and mr studies fit well, but not the fused study. Corrective action is still pending. An important notice will be sent to all customers affected explaining this event. An 806 correction report will be filed in connection with this event.